Event description:
Patient reported experiencing low blood glucose levels of 51 mg/dl. She indicated that she addressed the low blood glucose issues by eating candy and drinking juice. Patient stated that her blood glucose increased to 220 mg/dl. She reported that her blood glucose level consistently decreased all day, which concerned her. She indicated that she would administer a bolus when her blood glucose was elevated. Patient stated that she did not feel the infusion device was functioning properly, she reported that 10 days and two months previously, she experienced low blood glucose events. Her normal range is approximately 125 mg/dl. Patient stated that the incident that occurred in 2006, she required medical intervention due to passing out. She indicated that her blood glucose level was 44 mg/dl. Patient was treated with IV fluids and released after 6 hours. She stated that she would switch to injection therapy. Product was requested to be returned for evaluation.